Event description:
During a pump replacement procedure, the health care professional (hcp) was not able to aspirate the catheter at the proximal end. The hcp did not want to replace it. The patient was not experiencing any symptoms. The device system was used to deliver morphine. The cause of the issue was unknown. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was no known issue identified with the catheter and it remains implanted.

Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l61552, implanted: (B)(6) 1999, product type: catheter. (B)(4).